Event description:
New information received notes that an asymptomatic patient's right ventricular lead was capped and replaced during a generator change procedure on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead was sensing noise. Noise was not reproducible with isometric exercises. Programming changes were made to resolve the issue. Patient was asymptomatic throughout event.